Manufacturer narrative:
Related MFR numbers #2916596-2022-15410 and #2916596-2022-12156. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on the hm ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the hm ii lvas. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient experienced ventricular tachycardia (vt) and ventricular fibrillation (vfib). The arrhythmia resulted in anorexia and reduced physical activity. The patient reportedly had vt prior to left ventricular assist device (lvad) implant. The arrhythmia resolved prior to discharge.

Event description:
It was reported that on (B)(6) 2023, the patient developed sustained ventricular arrhythmia that was treated with direct-current (dc) cardioversion. On (B)(6) 2023, the patient was admitted for arrhythmia and discharged on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.